Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an angioplasty and stenting treatment procedure, a stent fracture occurred. The 80-90% stenosed lesion being treated was located in the left superficial femoral artery (sfa). The lesion was a diffuse lesion 4-8 cm in length, and the vessel diameter was 8 mm. There were no difficulties with deploying this epic stent. First, another MFR's balloon was used for post-dilation and ruptured at unk atms after 3 or 4 inflations. A second MFR's balloon was then advanced, and on inflation the epic stent fractured, "the top 2/3 of the stent close to the overlap of an additional epic stent". A vessel leak was seen at the area of the stent fracture. Another covered stent was then deployed inside of the epic stent to prevent any leakage and seal the vessel. No further complications were reported, and pt status was reported as 'stable'. This product is only ous approved, but it is similar to an approved us device.